Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Additional information has been requested. Light sensitivity is a known potential consequence of refractive laser surgery. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported light sensitivity in a patient's left eye post photo refractive keratectomy (prk) surgery. Topical steroid drops were restarted on a taper. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye. Additional information has been requested.